Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. The cause for the reported pericardial effusion and subsequent acute brain injury is unk. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."

Event description:
Dr (B) (6) was mapping the right atrial wpw with the catheter. After completion of mapping, the pt had a decrease in blood pressure. Echocardiogram performed revealed a pericardial effusion. Md was unable to perform pericardiocentesis for several minutes and a tamponade was also noted. Pt coded and another md performed pericardiocentesis which normalized the pt's vitals. Acute brain injury was noted the next day and the pt was placed on a ventilator with no brain activity.